Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Customer's blood glucose (bg) level was 42 mg/dl. Reportedly, the customer is a "brittle diabetic." Customer consumed food and glucose tablets to address low bg. A root cause could not be determined. A replacement transmitter was sent to the customer. No additional patient or event information was available.